Event description:
The target lesions were the mid left anterior descending and the first obtuse marginal branch. The main indication for the procedure was due to acute myocardial infarction (mi). For the mid left anterior descending, the vessel diameter was 2.5mm, the lesion length was 12mm and the diameter of stenosis pre-procedure was 80%. The vessel was type b2, moderately tortuous, and concentric. The lesion was pre-dilated and a 2.25 x 13mm cypher select plus stent was implanted. For the first obtuse marginal branch, vessel diameter was 2.5mm, the lesion length was 12mm and the diameter of stenosis pre-procedure was 70%. The vessel was type b2, moderately tortuous, and concentric. The lesion was pre-dilated and a 2.75 x 13mm cypher select plus was implanted. Three months after the procedure, the patient had a non q-wave mi. Patient commenced taking clexane and was discharged home with no other changes to medication. Two months later, the patient again had a non q-wave mi. Patient was monitored and subsequently discharged. One month later, during the 6 month follow-up, the patient had angina pectoris.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-02020.